Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? Onset date/time of the pain from surgery. What medical intervention was given for the pain management? Results? Onset date/time of the urinary tract infections? Was medical intervention provided for the urinary tract infections? Results? Was any surgical intervention performed? If so, please provide dates and findings. What is the patient's current status?

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted. Following the procedure, the patient reported constant uti¿s and pain getting worse, including pelvic pain, hip pain, leg pain, sacrum pain. The patient has trouble sitting or standing for a period of time. No additional information is available.